Manufacturer narrative:
It was determined during the investigation that the vacuum regulatory was faulty; therefore, the regulator was replaced and the problem was resolved.

Event description:
The vavd stopped working during a case. There was no patient harm. Spectrum medical considers an inability to regulate the vacuum to be reportable.